Event description:
Additional information was received that this device therapy had been disabled, and they were not going to replace the device at this time.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis was not available for review. Device replacement was recommended, however it was reported that due to the patient being on due not resuscitate orders they were not sure if the device would be replaced. No adverse patient effects were reported. The device remains in-service.